Event description:
Patient presented with dizziness. Device was interrogated in clinic and rv polarity switching from bipolar to unipolar was reported. Rv lead exhibited loss of capture. System was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Approximately 19 cm distal to the is-1 connector pin the lead body was found squeezed and deformed, the outer conductor coil was noted deformed and fractured and the inner insulation was found damaged. In addition, a short circuit was measured. These damages are assumed to be the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Further damages like the cuts into the insulation 15 cm distal to the is-1 connector pin most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.